Manufacturer narrative:
The user experienced diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Engineering log review was performed for the reported event timeframe and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Review of available reports identified that the user entered bg run mode and experienced multiple extended periods of insulin paused and dosing stopped during the days preceding the reported hospitalization. No device malfunction was identified. Multiple attempts to obtain additional information from the user were unsuccessful and the reason for the reported therapy interruptions could not be determined. Based on available information, the cause of the reported event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 13-may-2026, it was reported that the user experienced diabetic ketoacidosis (dka) requiring hospitalization. Additional hospitalization details, treatment information, admission date, discharge date, and outcome information could not be obtained despite multiple follow-up attempts.